Event description:
It was reported that there was a low and empty reservoir alarm recorded in the logs. The pump system was being used to infuse morphine. No interventions, patient symptoms, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 590-1, lot# n322028, implanted: (B)(6) 2012, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).